Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the eval is completed.

Event description:
Report received that pt had to have graft removed and the physician discovered the graft had shredded.